Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
"During laparoscopy, black fragments, (probably coming from the trocar) have been found in the abdomen. Furthermore, co2 leakage problem at the trocar. The event device and the black fragments are available at the pharmacy for expertise." Patient status: unknown.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation along with three (3) fragments retrieved during the procedure. Visual inspection confirmed that the septum had fragmented, the duckbill had a rip and the shield was deformed. A foreign plastic fragment was found not belonging to the event unit. During functional testing, engineering confirmed the customer's experience of leakage. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the event is likely due to damage caused by instruments. The damage to the shield was likely caused by a heated instrument. With the shield compromised, instruments could easily get caught on the duckbill and septum. As stated in the instructions for use, "extra care should be used when inserting angular and asymmetrical instruments, such as "j" hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Although the root cause could not be confirmed, applied medical has opened a corrective and preventative action (CAPA) to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of event. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. Additional information was requested and was not provided.